Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii/IV. Device has been explanted.

Event description:
Later "calcified fibromembranous tissue, breast capsule, calcified, wrinkled tissue" was reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d1, d2a, d2b, d4, g4, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data:: a5, a6, b3, b5, b6, h6

Event description:
Healthcare professional reported "bii symptoms for past 2 years", "culture taken intra op and breast fluid", "negative for infection".

Event description:
Healthcare professional reporting capsular contracture baker grade iii/IV and later "calcified fibromembranous tissue, breast capsule, calcified, wrinkled tissue". This relates to the left device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.3., d.1., d.2a., d.2b., d.4., h.4., h.6., h.11.